Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the monitor displayed a white screen with no image due to contamination on the objective lens, and for the contamination on the lens, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope¿s monitor displayed a white screen with no image (it did not return to normal), and it also exhibited contamination on the objective lens. There was no patient involvement.